Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11dec2018. The customer found an air valve liftoff failure error code in the diagnostic logs. The customer replaced the blower assembly ad the ventilator passed all testing.

Event description:
It was reported that the ventilator was generating an air source fault error code. There was no patient involvement. The event date was not specified; estimate used.